Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that there was damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-may-2019 with the following findings: a review of the black box showed no voltage drops, overheating, or evidence of the alleged temperature issue. The pump electrical current draws were found within specification. The pump was opened and no damage or evidence of internal moisture was found. The battery compartment was cracked. The threads on the battery cap were stripped. The battery cap was unable to secure to a test pump.